Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture/ fracture') and device dislocation ('migration/ migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("chronic dysmenorrhea"), menorrhagia ("menorrhagia"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, dysmenorrhoea and menorrhagia had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 & (B)(6) 2015. She received treatment for events "pelvic pain, dysmenorrhea, and menorrhagia". Discrepancy noted in date of insertion (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc processed with fu.06. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture/ fracture') and device dislocation ('migration/ migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("chronic dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, dysmenorrhoea and heavy menstrual bleeding had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, heavy menstrual bleeding, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 & (B)(6) 2015. She received treatment for events "pelvic pain, dysmenorrhea, and menorrhagia". Discrepancy noted in date of insertion (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("chronic dysmenorrhea"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 & (B)(6) 2015. She received treatment for events "pelvic pain, dysmenorrhea, and menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ device breakage, device dislocation, dysmenorrhea, menorrhagia, psychological trauma, pelvic pain and post procedural complication¿. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.